Event description:
It was reported the patient had not used the scs system stimulation in over two years. Upon interrogation of the patient's scs system the company representative received a communication error and could not connect to the scs ipg. Consequently, the patient's scs system was removed.